Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiences pain at the generator site due to migration and protrusion. Patient is being sent for surgical consult. Reviewed impedance which did not show evidence of malfunction. Patient referred to neurosurgery. Notes mention he recently developed pain in his armpit. His vns was placed in his axilla. The patient does not provide a great history but it does not appear that there is anything that triggered it specifically. He describes it mostly as a constant pain. He denies quick stabbing pain or a shocking pain or anything of that nature. The physician indicated the cause of the issues are unknown and the intervention is to preclude a serious injury. No known surgical intervention has occurred to date. No additional relevant information has occurred to date.